Event description:
It was reported that during equipment setup conducted prior to the start of a surgical procedure, the user felt a transfer of electrical current when handling the neptune rover. Backup equipment was used to complete the scheduled procedure. This event did not occur during a surgical procedure, so there was no patient involvement. No user injury was reported, and no other adverse consequences were alleged with this event.

Manufacturer narrative:
A manufacturer field service technician was dispatched to the user facility to evaluate the device. Visual inspection revealed that the rover's power entry module was smashed in. The tech replaced the module and performed all functional testing, including electrical safety testing. No issues were found, so the rover was returned to use.